Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-hd-3-20-c of lot number c1387307 device involved in this complaint was returned for evaluation, without original packaging. With the information provided, a physical examination and document based investigation was conducted. The complaint device underwent a laboratory evaluation on the 14 march 2018. On evaluation of the returned device it was observed that device returned without its original packaging. Stylet was returned separately and there was no needle exposure. It was noted that the luer was off centre. It was found that the sheath extender was stiff. The needle can advance retract without any issue. Stylet cannot be re-inserted past the kink below the sheath extender the customer complaint is considered to be confirmed based on laboratory findings. There was a kink in the needle proximally below the sheath extender. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However it is possible that excessive force was applied causing the needle to kink when attaching or dethatching the device to the scope. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking in the sheath. Documents review: a review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4 ). A review of the manufacturing records for echo-hd-3-20-c device of lot# c1387307 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1387307; upon review of complaints this failure mode has not occurred previously with this lot # c1387307. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The hub on the handle was not able to be attached well on the working channel of the scope, however dr (B)(6) try to adjust the position and try to attain some biopsies from the patient but could not be get much and the coiled sheath which is near to the hub was kinked, the procedure was then resumed with boston acquire needle and case successful.